Manufacturer narrative:
Visual inspection: the complaint samples were visually inspected at a distance of 12" to 16" under normal conditions of illumination according procedure. Md01-003 rev. 102. No abnormality were detected during visual inspection in none of the samples. Functional test: the complaints sample was tested using the cadd pump legacy to prime the devices as instruction of use as10009856-003 indicate. No difficulty was detected during the priming and no alarms were activated; the water could pass through the whole devices; thus, the failure mode reported is not confirmed.

Event description:
It was reported that the patient that was using these pumps reported the alarm of downstream occlusion. No patient injury was reported.

Event description:
It was reported that the patient that was using these pumps reported the alarm of downstream occlusion. No patient injury was reported.

Manufacturer narrative:
Visual inspection: the complaint samples were visually inspected at a distance of 12" to 16" under normal conditions of illumination according procedure. (B)(4) rev. 102. No abnormality were detected during visual inspection in none of the samples. Functional test: the complaints sample was tested using the (B)(6) pump to prime the devices as instruction of use (B)(4) indicate. No difficulty was detected during the priming and no alarms were activated; the water could pass through the whole devices; thus, the failure mode reported is not confirmed.